Event description:
The customer reported 2 false positive results for the sars-cov-2 target of the alinity m resp-4-plex assay. The customer wanted to test how much degradation samples will encounter when kept outside of refrigeration for over 5 hours. The customer decided to test samples twice, within about 4 hours between testing, without taking the tubes out of sample racks. Sid (sample ID): (B)(6) were both tested on (B)(6) 2025 and gave results of 38.55 CT (cycle threshold) and 36.97 CT, respectively. When retested, both samples gave negative results. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316 was performed. The file sample evaluation met all validity and acceptance criteria. All replicates were processed successfully as there were no error codes or performance related flags were present. All replicates were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false positive results; therefore, the file sample evaluation for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 received a disposition of pass and did not verify the customer observation. Customer data review: only the runs related to the results in question were evaluated. The runs involving the reported samples were valid. The assay met specification requirements for the sars-cov-2 target, and no error codes or performance related flags were displayed for the samples, as well as for the run controls. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 (including the components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformance's related to the reported complaint. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the sars-cov-2 target while using alinity m resp-4-plex amp kit (list: 09n79-096) lot: 408316. The lot specific complaint history review did not identify any additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316. Complaint trending review indicated that a trend violation was not identified, and the upper control limit was not exceeded for product: 09n79 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 was not identified.